Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, blood glucose level displayed 'high". Customer administered a correction bolus to resolve elevated glucose level and changed pump supplies to address occlusion.